Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital experiencing pain and swelling in their in pocket. A blood test was performed and the patient was found to have an infection. Surgical intervention was performed as the right atrial lead was abandoned as it had adhered to the superior vena cava. No additional adverse patient effects were reported.